Event description:
Customer reported a suspected false positive result with a cue covid-19 test, home & otc, performed on (B)(6) 2022 (cartridge sn (B)(4)). Customer took a rapid test (abbot binax) on (B)(6) 2022 and the result was negative. Customer took two additional cue covid-19 tests, home & otc, on (B)(6) 2022 and both tests provided negative results (cartridge sn (B)(4) with reader sn (B)(4)). Customer is quadruple vaccinated with no known exposures in the last 5+ days. Customer kept products in their air-conditioned apartment.

Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two (2) similar complaints against involved lot. The lhr was reviewed for the lot number in the complaint and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.